Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a low heart that was lower that the device programmed low rate setting. The crt-d remains in use. No further patient complications have been reported as a result of this event.